Event description:
It was reported that the CS100 Intra-Aortic Balloon Pump (IABP) is showing autofill failure. There is no information about patient involvement. No harm is reported.

Manufacturer narrative:
Event Site Postal Code: (b)(6).The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in US before the UDI requirement became mandatory Upon completion of the investigation into this event a follow up report will be submitted.